Event description:
Robotic mega needle driver was inserted into the patient. When visualized in the patient surgical team noticed a broken wire on instrument wrist. Broken instrument was removed from field and new needle driver ws opened onto field.